Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer analytical station. The rbc controls were running low when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found that the blood sampling valve (bsv) knob was loose. The fse tightened the bsv knob and the instrument ran without any leaks and passing all controls. The repairs were verified per established procedures. (B)(4).